Manufacturer narrative:
Product analysis the reported endoleak could be confirmed on the film received; however the exact type or cause of the endoleak could not be determined. The noted type ii endoleak could be confirmed but it is considered unlikely that this is responsible for the extent of contrast leakage observed. The proximal and distal seal was observed to be intact and so a type ia or type ib endoleak is not considered to be the cause. A type iiia junctional endoleak also seems less likely as there appeared to be sufficient component overlap to prevent this. In conjunction with the type ii endoleak, the contributing contrast leakage is most likely to have been a type iiib fabric endoleak caused by fabric abrasion. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider are a potential root cause(s). Analysis of the returned films revealed minimal calcification that may have led to the reported type iii endoleak and did not reveal any obvious out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent an endovascular aneurysm repair (evar) procedure for an abdominal aortic aneurysm using an endurant ii stent graft system and a reliant balloon. During the initial procedure, a type ii endoleak was noted on the final angiogram. A computed tomography (CT) scan performed one month post-procedure showed no concerns. At the one-year follow-up CT scan, aneurysm sac enlargement was observed. Subsequent ultrasound and angiography were performed approximately 15 months post index procedure, and a suspected type iii endoleak at the flow divider was identified by the planning team as the likely cause of sac expansion. There are no concerns about the limbs. The consultant reviewed the imaging and discussed potential re-interventional options. Per the physician the cause of the event is undetermined. No patient complications have been reported as a result of this event.